Event description:
Additional information: hypotension is mentioned in the form from the regulatory agency. However, it is not clear if the hypotension adverse event is consequence of the product failure or it is a previous patient's condition.

Manufacturer narrative:
Additional information: event details added to b5. Investigation results: no samples were received for investigation of (B)(4) in which the customer has stated: ¿using the probe connector, with norepinephrine doubled to 60ml/h, when removing the device, norepinephrine drastically reduced to 30ml/h¿. The product in use at the time is reported to be a mz1000-br from lot 22026063. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22026063 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero component in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Using the probe connector, with norepinephrine doubled to 60ml/h, when removing the device, norepinephrine drastically reduced to 30ml/h.